Manufacturer narrative:
The phaco handpiece was received and a visual assessment of the returned sample found no obvious visual nonconformities. The phaco handpiece was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece was manufactured on may 16, 2018. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that the phacoemulsification did not work during a cataract with intraocular lens implant (iol) procedure. The procedure was completed with no harm to the patient.